Event description:
ICD lead failure per referring dr with inappropriate shocks. Lead explanted and replaced with new non-thoracotomy lead via left subclavian vein. Lead implanted at another facility on 4/1/94.